Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Post-market safety reviewed this case and determined there is insufficient information available for assessment and additional information has been requested from the reporter.

Event description:
It was reported by the customer that the ominpod 5 charger has a burnt end and that the charging port on the controller is dark grey instead of silver like it was before. It was also reported that the omnipod controller will not hold a charge.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.